Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. The cause was determined to be use error due to the patient leaving the patient line clamped during prime and starting therapy with an improperly primed patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Section 10-8 provides step-by-step instructions for properly priming the disposable set. Page 3-2 warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Page 10-21 informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure (section 15.10). Page 10-22 instructs the user to verify that the patient line is properly primed. Section 15.7 provides step-by-step instructions for properly repriming the patient line. This review found the labeling accessible, accurate, and adequate for the related use error found in this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The patient line was not properly primed due to the patient line being clamped during prime. The technical service representative (tsr) assisted the caregiver (cg) in clearing the alarm. The cg set up the hp with new supplies. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.